Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia transcatheter heart valve in the aortic position by transfemoral approach, post full inflation of the valve (while counting for 3 seconds once barrel of inflation was empty) the commander delivery system balloon burst likely due to the heavily calcified ncc leaflet. The consultant then slowly withdrew the delivery system into the descending aorta and attempted to reintroduce it into the esheath+, however just below the nose cone, the consultant was unable to advance the system into the esheath+ without applying excessive force. Consequently, a surgical cut-down was performed to remove the balloon and delivery system. The patient was surgically closed, and the balloon - which was cut into two parts on purpose - was successfully removed. The patient remained awake and stable throughout.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. Per additional testing of the device, the previously device code: detachment of device or device component was removed. The additional testing showed that the distal balloon part and nose code were still attached to the guidewire lumen, therefore, since the nose cone and distal balloon part remained attached to the guidewire lumen, and the guidewire lumen was cut due to the withdrawal, the complaint code that was previously added is considered not applicable in this case now. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following observations were noted: balloon radially and longitudinally burst. No apparent balloon material missing. Distal part of balloon, balloon shaft and guidewire lumen returned separately from the delivery system. Provided imagery was evaluated, and the following observations were noted: commander delivery system balloon burst and bunched towards nose tip. Proximal balloon part, guidewire lumen and balloon shaft separated from the commander delivery system. Calcification at the stj. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (overinflation) likely contributed to the event as per provided imagery patient presented calcification in the stj and per information provided the balloon was inflated with 3ml of extra volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event as the balloon was observed bunched towards nose tip. Additionally, it was indicated that 'a surgical cut-down was performed to remove the balloon and delivery system' and 'the balloon - which was cut into two parts on purpose - was successfully removed'. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturers being submitted for this case. A supplemental MDR is being submitted due to pre decontamination findings. The following sections of this report have been updated or corrected: b4, b5, g3, g6, h2, h3, h6, h11. The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia transcatheter heart valve in the aortic position by transfemoral approach, post full inflation of the valve (while counting for 3 seconds once barrel of inflation was empty) the commander delivery system balloon burst likely due to the heavily calcified ncc leaflet. The consultant then slowly withdrew the delivery system into the descending aorta and attempted to reintroduce it into the esheath+, however just below the nose cone, the consultant was unable to advance the system into the esheath+ without applying force. Consequently, a surgical cut-down was performed to remove the balloon and delivery system. The patient was surgically closed, and the balloon - which was cut into two parts on purpose - was successfully removed. The patient remained awake and stable throughout. As per pre-decontamination of the returned commander deliver system, the balloon was radially and longitudinally burst and the distal part of balloon returned separately. As per device evaluation, it was found under microscope that the esheath+ distal tip was opened but split.